Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose readings and a blank display from the insulin pump. The customer's blood glucose level was 400 mg/dl. The mother stated that her daughter's blood glucose was over 600 mg/dl at school and she had to come home. The mother stated that the pump was not giving insulin. The mother treated the high blood glucose readings with manual injection. The customer was advised to insert new aaa alkaline batteries. The mother stated that the display returned. The customer stated that the pump has not been dropped or bumped. The customer was advised to monitor the pump. The customer will be sent a replacement battery cap.